Event description:
It was reported that the pt had hernia repair surgery in 2005, and mesh was tacked to the anterior wall to repair the defect. A 20 x 25cm sized mesh was utilized. In 2008, the pt presented to her doctor with abdominal pain and was informed the mesh was "not working as intended" and was the cause of the pain. The following year, the pt underwent surgery to excise the mesh. The surgeon noted dense adhesions of the uterus to the anterior abdominal wall, bladder, and bilateral pelvic sidewalls. The ventral hernia mesh was involved in the uterus proper and the left adnexa. The small bowel was reportedly adhered to the ventral hernia mass. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Adhesions occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.